Manufacturer narrative:
Product analysis: visual inspection showed no evidence of damage/cracks to the device. The reason for return was not confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of the affinity nt cardiotomy venous reservoirs (cvrs) and oxygenators, it was reported that cracks were seen in the cvrs and oxygenators. The devices were replaced. There was no patient involvement, so no adverse effect occurred. The customer stated that they did not have any problem in the way of storage.

Manufacturer narrative:
Conclusion: the reported event was confirmed. The device associated with this report is an ¿integrated device¿, meaning an oxygenator is packaged with a cardiotomy venous reservoir (cvr). During visual inspection of the returned oxygenator a crack was not observed but a crack was seen on the integrated cvr that was returned during visual inspection. The complaint is considered confirmed as a result. This type of damage is typically associated with a significant physical shock encountered during shipping and/or handling. Throughout the assembly process each device is visually inspected, manufacturing controls are in place to ensure that product meets specification prior to the release from the manufacturing facility. Within medtronic control, no damage reports were received through sterilization or distribution centers. The DHR for the device was reviewed and did not identify any anomalies or deviations in the manufacturing process which would cause or contribute to the reported event. Trends for issues with this device are monitored. Correction expiration date, lot number and device manufacturing date: these fields have been corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.